Event description:
The customer reported that approximately twenty milliliters of an unknown blue-green liquid had leaked from under the trays of a lh 750 slidemaker. The leak was not contained to the instrument and had spilled on the counter. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. The instrument stopped making slides upon onset of leak. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was reviewed.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found a leak in the tubing at valve vl20. He replaced the tubing to resolve the problem. Upon completion of the necessary and verified repairs, the instrument was returned back into service. The failure mode was a leak in the tubing at the vl20 valve. Upon recur, this failure mode would not have the potential to cause discrepant results. (B)(4).